Event description:
It was reported that there were 3 occurrences of barrel defects with a bd insulin syringe with bd ultra-fine¿ needle. The following information was provided by the initial reporter: disfigured syringe barrel disfigured.

Manufacturer narrative:
Investigation: customer returned (4) loose 0.3ml, 31g x 6mm half unit bd insulin syringes. Consumer reported disfigured syringe; syringe barrel disfigured. All 4 returned samples were examined and exhibited crushed barrels (see attached photo). The cause of this defect likely occurred during the manufacturing process. A review of the device history record was completed for batch# 7270913. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200717963] noted for damaged barrel. There were five (5) notifications [200717355, 200717356, 200717263, 200717906, 200718089] noted that did not pertain to the complaint. Possible root causes for crushed barrels: 1.defect could have occurred at the prep dial of the metro assembly machine loss of back pressure on the in-feed rail may cause the barrel to become pinched at the rail / prep dial junction. The trip gate eye sensor should detect low rail conditions and activate the trip gate to prevent the barrels from being loaded into the prep dial and possibly jamming at that location. 2.infeed dial at barrel printers. 3.loss of back pressure at infeed rail also at form fill & seal.

Manufacturer narrative:
Date of event: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were 3 occurrences of barrel defects with a bd insulin syringe with bd ultra-fine¿ needle. The following information was provided by the initial reporter: disfigured syringe, syringe barrel disfigured.